Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced discomfort at the ipg site following some weight loss. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, the new ipg was repositioned in the existing ipg pocket.